Manufacturer narrative:
The reagent lot number is 718697. The expiration date was requested but not provided. The field service engineer (fse) inspected the module and identified the rinse mechanism tubing as the cause of the issue. He then replaced this part. The investigation reviewed the last calibration performed on (B)(6) 2023. The results were within specifications. The investigation reviewed the qc recovery. The qc recovery was within -2 standard deviations (sd) and was within specifications. There is no indication of a performance issue with the reagent. The investigation reviewed the alarm trace. There was an abnormal aspiration alarm noted on the date of the event close to the time the patient sample was processed. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable crep2 (creatinine plus ver.2) result from one patient sample tested on the cobas 8000 cobas c 502 module. The initial result was reported outside of the laboratory. The physician questioned the result as it did not match the patient's clinical condition, prompting the rerun of the patient sample. A new sample was also collected from the patient. The initial result of the initial sample was 4.02 mg/dl. The repeat result of the initial sample was 0.54 mg/dl. The result of the new sample was 0.52 mg/dl. The repeat result was deemed correct.